Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided), subsequently leading to multiple hospitalizations and kidney failure. The customer declined to provide additional information regarding the issue.